Event description:
Caller reported insulin gauge displayed an unexpected amount, indicating a fill estimate issue with the pump showing a static value despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about pressure variances affecting fill calculations and explained the situation would correct itself once the static number matched the actual insulin remaining, which the caller understood and acknowledged.